Event description:
It was reported that during a device check-up, it was determined that the right ventricular lead was dislodged. It was noted that the rv lead had high rv threshold and low r-waves. The lead was repositioned. About one week later, the patient was noted to have bradycardia and the lead was found to be dislodged again. The lead was repositioned again and remains in use. No further patient complications have been reported as a result of this event.